Event description:
It was reported that the x-ray tube on the 9800 system was making a loud popping noise during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.